Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4).

Event description:
(B)(4). The pt's alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-02702.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced anterior proximal vaginal wall mesh extrusion, bladder dysfunction, pelvic pain, unable to enjoy sex because of pain, dyspareunia, unusual losses of urine (incontinence), lower belly pain with palpation, mesh exposure, unusual malodorous vaginal discharge, urgency, frequency, hurting, depression, bacterial infection, yeast infections (fungal infection), sinus tract noted to be a draining abscess (abscess), expressed purulent material (purulent discharge), infected mesh (infection), and required additional surgical and non surgical interventions.